Event description:
It was reported that a user experienced intermittent communication failure when attempting to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, which was resolved after turning off the phone¿s bluetooth and rebooting the ilet; blood glucose values were observed by the end of the call, with no impact on glycemic control. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communication and interviews, along with analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with a communication failure, with components implicated in the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.